Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted with resetting pump malfunction, and caller planned to call back because charger was not available; no additional information was received regarding the outcome of the event.